Manufacturer narrative:
Concomitant products: product ID 3889-33, lot # va0umrd, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported around the end of (B)(6) 2015, the patient incision got infected and thought it had leaked. Her incision was cleaned with peroxide and neosporin was put on it by her daughter who works at healthcare provider office. Her daughter cleaned it for 2 -3 and put a bandage over it and looked at it again and it seemed to be ok. She missed her follow-up appointment because she got sick. The patient does not think illness was related to device therapy. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.